Event description:
The facility reported a fail code 812:02. Info was not provided regarding whether or not the failure occurred during a pt infusion. The hosp rep stated that there were no reports of any pt injury or medical intervention.